Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and there was fatal errors on the log. The complaint confirmation was confirmed through the share data log. The root cause could not be determined post investigation.